Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's stimulation was shutting off by itself about every other day. The diary stimulation usage showed that therapy loss due to low ins battery level had been occurring about every couple of days. The energy usage estimate for the day was 3.1 days and the rep said that was reflected in the diary and recharge data. The patient confirmed that this started within the past 1-2 months. The patient had adaptive stimulation (as) activated within the last month, so as was thought to be unrelated to the complaint. Troubleshooting resolved the issue. No further complications were reported or anticipated. Additional information was received from the patient. Patient did not know of any change . Patient was doing as they did, no change in their activity. The issue was not resolved. Steps taken were that patient tried to adjust it themselves which did not work. Patient went back to the manufacturer representative three times. Turning off problem was still happening. No further complications were reported.